Manufacturer narrative:
The subject devices were discarded by the user facility. The exact cause of the user's report could not be conclusively determined. Omsc assumes that insertion portion of the device was deformed and it caused the failure to extend the needle. This report is being submitted as a medical device report in an abundance of caution. Please cross reference 8010047-2014-00289.

Event description:
Olympus medical system corp. (Omsc) was informed that during a colonoscopy, the facility primed 3 needles and checked them and they worked fine. However, once inside the scope, they would not deploy. Needles appeared bent and stuck in the sheath. The colonoscope wasn't overly kinked inside the pt. Two needles failed and the doctor completed the procedure with third one. There was no report of pt injury regarding this event.